Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had been having pain on their implant site for the last three to six months. ¿the pain was just killing me, it just felt like it¿s rising like it¿s infected or something.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.